Manufacturer narrative:
Product is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During a procedure, surgeon placed six cables, 1.0 mm sternal cable, in a single loop. In 5 of the six cables, the surgeon struggled cutting the cables with the tensioner / crimper / cutter. Surgeon did have to cut some of the strands of cable by hand. The fixation was solid and the crimping appeared to be ok. One day later, pt informed surgeon that when turning in bed, a crack was heard and upon examination, 5 of the six cables have come loose. The hardware was removed. This is one of seven reports for this event.